Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had drawer failure. Drawer is causing machine not to power on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 6.1 and 6.2 were failed. A field service engineer (fse) tested each drawer individually, and the station powered on without issue. However, when both drawers were connected to the pyxibus module control board, the station failed to power. The fse replaced the pyxibus module control board for main drawers 6.1 and 6.2, but the issue remained. Then fse replaced the individual drawer control board for main drawer 6.2 to resolve the issue. The customer logged in and confirmed drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had drawer failure. Drawer is causing machine not to power on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.